Manufacturer narrative:
Device evaluation details from qa (B)(4). The iol was only received from the customer. The deep horizontal scratch line was observed on the optic. Trace of lubricant was found on the lens. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (Serial no.: (B)(4)-model fy60-ad).

Event description:
The complaint was described as a flawed optic, and the iol was explanted. Patient prognosis was reported as good.